Manufacturer narrative:
Insulin pump was received with intermittent button response due to corroded keypad traces. Unit had cracked case at display window corner, minor scratched lcd window, and broken reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the insulin pump's act and esc buttons were sometimes unresponsive. Customer's blood glucose level was 120 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.